Event description:
It was reported that a pump does not recognize a closed door. The customer stated that the pump will start an infusion but will alarm for the door not being closed "halfway through an infusion." The rate of infusion and medication are unk. The customer also stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable due to constant "door not fully latched" messages, corresponding with the reported symptom, caused by a loose upper link screw. The condition was eliminated during eval by adjusting the screws with the door performing as expected. The link screws will be replaced.